Event description:
It was reported that during a vinci-assisted surgical pancreatoduodenectomy procedure, the customer reported one of the clamp manipulation cables broke during the procedure on the fenestrated bipolar forceps. The procedure was converted to open surgery with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.